Event description:
A separation between the arterial dialyzer connector and the tubing found at initiation of treatment. A portion of blood in the tubing was discarded resulting in ebl < 100cc. A new bloodline was set up to complete treatment. No patient injury or need for medical intervention is reported. This MDR is filed for blood loss only. The actual complaint sample was discarded at the time of the incident.